Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the programmer was used in a session it displayed that the patient with an implantable cardiac monitor (icm) was at 100% atrial fibrillation (af) for the previous four months whilst trends for this period in the remote device monitoring system showed no af in the patient. It was noted that the icm was programmed to > 6 minutes and the physician considered that the patient was not in af as indicated in the remote device monitoring system. No patient complications have been reported as a result of this event.